Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter; hub, strain relief, hypotube and shaft collar only. Microscopic and tactile examination revealed that the hypotube had numerous kinks. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. There was shaft material from the collar on the ptfe connected to the separation. No ptfe due to missing portion of device. Microscopic examination revealed that the end of the collar was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft separation occurred. The 99 % stenosed target lesion was located in the moderately calcified and mildly tortuous proximal right coronary artery (rca). The guidezilla was introduced in the non-bsc guide catheter, however after 10 minutes of use, a separation at the collar of the guidezilla occurred. The separation occurred in the distal portion of the guide catheter when the physician rotated it clockwise for back-up. Strong resistance was not felt by the physician when the device separated. The guidezilla was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that a shaft separation occurred. The 99 % stenosed target lesion was located in the moderately calcified and mildly tortuous proximal right coronary artery (rca). The guidezilla was introduced in the non-bsc guide catheter, however after 10 minutes of use, a separation at the collar of the guidezilla occurred. The separation occurred in the distal portion of the guide catheter when the physician rotated it clockwise for back-up. Strong resistance was not felt by the physician when the device separated. The guidezilla was successfully removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.